Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the endoilluminator was stuck in trocar during surgery with no patient contact. The surgery was completed after replacing the product with new one. There was no patient harm reported.

Manufacturer narrative:
One opened illuminator was received for the report. The returned sample was visually inspected and found to be nonconforming with the cannula slightly bent. A dimensional fit check was performed using calibrated ring gages, the test was deemed conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all functional tests, associated with the reported event; however, the sample visual inspection indicates the cannula was slightly bent, which could be a possible contributor factor of the reported event at the time it was observed. How and when the bent cannula needle occurred cannot be determined from this evaluation. The most likely cause of a bent cannula is from improper handling of the product. The returned sample was found to be functionally conforming, and the exact root cause for the slightly bent cannula is unknown, therefore, specific action with regards to this complaint cannot be taken. All fiber optic light guide products are 100% visually inspected and light tested for transmittance and image during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).